Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure during the procedure, on the process of deployment, the first flange deployed. However, the second flange did not deploy. The stent was then removed by removing the catheter and delivery system. Another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event.